Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed a reading of 70 mg/dl. No bg meter comparison was reported at that time. The patient¿s spouse administered a candy bar and juice for convenience; however, the cgm continued to show unspecified low values. Subsequently, the spouse administered a glucagon injection. The patient began experiencing disorientation and called 911. Upon ems arrival, the patient¿s bg meter reading was 245 mg/dl, while the cgm continued to display low. Ems did not provide additional treatment or medication and advised the patient to replace the sensor. At the time of reporting, the patient was stable and reported feeling ¿fine.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.